Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided and confirmed the reported incident. A root cause was not identified. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the g-portion of the gastrostomy-jejunostomy tube broke off from the feeding tube and was still connected to the extension set. The patient's stomach contents leaked, and the skin was red and irritated. The irritated skin was treated with cream. The tube had been in place for 6-months prior to the incident. The patient's family member stated this morning, "I gave her meds[medications] and tried to unhook her it all fell apart. Stomach acid spewed all over her stomach and now it¿s red, but we have medicine for that." Additional information received 21-jul-2020 stated that for skin treatment, "we have prescription and also burt¿s bees almond milk hand cream."